Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer bin had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer bin had failed. A field service engineer discovered that the drawer failure was caused by the magnet on the inseparable latch assembly falling out. The fse replaced the inseparable on the latch assembly. After the repairs, the drawer functioned normally. The medstation and full height drawer 3 were in good working order. The system functioned as intended after the field service engineer repaired the device.